Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The complaint investigation conclusion code, unintended use error caused or contributed to event, was chosen because the information from field stated, that the CT surgeon accidentally ripped the atrial lead out of the tissue while he was operating, this interference will explain the complaint outcomes.

Event description:
It was reported that during a procedure, this right atrial (ra) lead appeared to have been damaged. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that during a procedure, this right atrial (ra) lead appeared to have been damaged. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital..